Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause was traced to component failure. Date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope which is an olympus asset with no reported complaint. During the evaluation of device, light guide lens with adhesive around lens areas of missing or damaged sealing agent was found and corrosion on the forceps elevator lever. The olympus service team access the condition and determined that the most probable cause was traced to component failure. There was no patient involvement .